Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. Customer's blood glucose level was 26 mg/dl. Customer stated, she did not eat carbs because she did not want to go high. Customer did not bolus for food and was fine, but could not remember after that point. Customer was disconnected during the rewind/prime sequence. Customer had an unrecognized bolus at 1:55 am for 1.1 units. Customer noticed a spike in their insulin usage. Customer stated that the reservoir is showing less insulin than what is on the status screen. Customer used to keep the pump in her bra and sweat would get on the pump. Customer stated that the pump has a fracture or crack on the back. The crack is above the up and down arrows and goes around the entire pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-80512.